Event description:
Caller reported that a pump malfunction occurred with malfunction code 12. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, and the caller understood these instructions.